Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a snagging guidewire is inconclusive because the exact clinical conditions of the failure could not be replicated, and the failure could not be replicated. One 20 ga accucath ace device was returned for evaluation. An initial visual observation showed abundant blood residues throughout the returned accucath ace. The guidewire was not advanced upon the return of the device, and the guidewire appeared curved inside the housing of the device. A functional test of attempting to advance the guidewire through the needle shaft using the advancer revealed the guidewire would not advance, as it was stuck inside the housing and needle shaft of the accucath ace. A microscopic observation of the needle shaft revealed blood residues occluding the needle shaft, as abundant blood residues were observed at the distal end of the needle and inside the flash notch of the needle shaft. An attempt to safety the needle by pressing the white safety mechanism button revealed the needle would not safety inside the device due to abundant blood residues inside the needle shaft. The cause of this failure was determined to be related to the use of the product, as abundant blood residues caused difficulty advancing the guidewire, which ultimately led to the failure of the safety mechanism. The safety mechanism will not engage if the guidewire cannot pass through the needle shaft. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported by the customer that the needle won't retract. No patient harm occurred other than a second venipuncture.